Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a cal error with the last sensor in the box. Customer's blood glucose level was 400 mg/dl. Customer received 2 cal errors and a change sensor on (B)(6) 2014. Customer thinks that it is likely he got a cal error because he was calibrating with a very high blood glucose level. Customer stated that the pump was expecting him to be closer to 70. Customer was advised to wait an hour before trying to calibrate the second time. Customer was advised to monitor the pump. It was explained that this is normal function as interstitial signals can fluctuate during the initialization process. Pump got another sensor error while on the phone. Customer was advised to wait after the initialization to see if the interstitial signal comes up. Customer was transferred and the device passed the test plug procedure. Customer removed the sensor and customer stated that it did not look bent. Sensor will need to be replaced. No additional information provided.